Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic event. No specific symptoms were reported, the patient thought that the sensor was inaccurate. The cgm reading was 70 mg/dl, and the patient drank about 300-400ml of coca cola, but that did not have any effect. The patient¿s wife took a bg reading which was 32 mg/dl and he was not speaking anymore. His wife called for an ambulance, when it arrived the patient was treatment with a sugar injection (most likely a glucagon injection). Around 30 minutes after the sugar injection the patient was stabilizing and his bg increased up to 50 mg/dl and he started to talk again. The patient recovered and was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid prior to treatment. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.